Event description:
User reported 8 false positive results. Negative by pcr 48-72 hours prior. This is report 3 of 8.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01878, 77, 80, 81, 82, 83, 84: tests 2, 1, 4, 5, 6, 7, 8 of 8).

Event description:
User reported 8 false positive results. Negative by pcr 48-72 hours prior. This is report 3 of 8.